Event description:
It was reported that the tubing separated below the lower fitment during priming with an unspecified fluid. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event. A photo of the product was provided by the customer.

Manufacturer narrative:
Correction: the device history record for model 2420-0007 lot 19123083 shows the set was manufactured on 12dec2019 with a total of (B)(4) units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. A CAPA was opened to implement the containment and corrective actions of the issue.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the tubing separated below the lower fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted the primary set¿s pvc tubing was separated from the lower fitment outlet port. Examination under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. Dimensional analysis was performed on the outer diameter and the tubing measured to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing separated below the lower fitment during priming with an unspecified fluid. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event. A photo of the product was provided by the customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated below the lower fitment during priming with an unspecified fluid. There was no patient involvement. A photo of the product was provided by the customer.